Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device wobbling at 80,000 rpm was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device could not secure the cutters. The device was taken apart and it was noted that excessive soap residue, medical debris, corrosion in the bearings which caused the failure. The root cause of this failure is corrosion which was clearly observed and is a typical result of insufficient cleaning after clinical procedures. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is event 1 of 2 of the same event. It was reported that during an unspecified surgical procedure of the (ent) ear nose and throat procedure, it was observed that the handpiece device experienced wobbling at 80,000 revolutions per minute when the cutter device was connected. According to the reporter, the user tried using a second handpiece device but experienced the same issue of wobbling. Both motor devices were used interchangeably to complete the procedure. There were four attachment devices and three cutter devices used with the handpiece devices; however, there were no allegations with these devices. There were no delays in the surgical procedure. Spare devices were available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.